Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
A patient experienced heart failure days after a procedure. It was reported that a farawave ablation catheter was selected for use during a clinical concomitant procedure (pfa and watchman) performed on (B)(6) 2025. The patient was then discharged from hospital on (B)(6) 2025 with no issues reported. Later on, on (B)(6) 2025, the patient was admitted at the hospital for treatment of a reported heart failure, deemed to be due to fluid overload caused by intravenous infusion. As interventions, IV/im and oral medication were changed/adjusted (furosemide, spironolactone and potassium l-aspartate). Also, an ECG, an x-ray, CT scan, ultrasound/echocardiogram/tee/tte and laboratory tests (blood) were performed. The patient was discharged from hospital on (B)(6) 2025. Product return is not expected.